Event description:
Three days after the catheter was placed, right side pleural effusion were reported. This was discovered after the pt experienced increased respiratory distress. The catheter had been placed below the diaphragm. The catheter was removed and a venous line was placed.